Event description:
It was reported to medtronic minimed that the customer experienced blank display, critical pump error (open book image), keypad/button unresponsive/button error, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after inserting a new battery. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. Unit gave an unexpected critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to test keypad buttons for any anomalies and no blank display noted due to open book. Unable to download unit using thus software. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received with battery tube threads - cracked, cracked case (battery tube), cracked case on battery side and scratched case. In conclusion, the unit came in with a critical pump error (open book) alarm. During deconstructive analysis, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.